Manufacturer narrative:
A product investigation was completed: the returned inner shaft was examined and the complaint condition was able to be confirmed as the distal prongs were found to be bent. The handle and knob were examined and no defects or deficiencies were identified upon examination which could have potentially contributed to the described complaint condition. The returned instruments were assembled and found to function as intended. No definitive root cause was able to be determined however, based on the functionality of the returned instruments it is likely that the observed failure was technique related. Per the technique guide, the returned t-pal applicator handle (03.812.001), inner shaft (03.812.003) and applicator knob (03.812.004) are utilized in the t-pal (transforaminal posterior atraumatic lumbar) system. After trialing, the applicator inner shaft is installed into the applicator handle until the release button clicks into place. The appropriate spacer is attached by rotating the knob clockwise until the security ring clicks into position displaying a green band. The knob can then continue to be rotated clockwise until tight; the implant will not pivot in this position. The implant can then be advanced into the intervertebral disc space with light hammering. Once in position the applicator knob is rotated counterclockwise until it stops at the security ring, allowing the implant to pivot. The implant can be advanced into the final position with light controlled hammering. Once the implant is in position, it can be detached by pushing the security ring down and simultaneously turning the applicator knob counterclockwise until it stops; the applicator can then be removed from the spacer. Relevant drawings for the returned instruments were reviewed (both from the time of manufacture and present revision): handle, inner shaft and knob. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instruments¿ lot numbers and no non-conformance reports or complaint-related issues were identified with the lot numbers which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient initials: (B)(6). Additional product code: max. Implant and explant dates: device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: january 30, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported during a posterior lumbar interbody fusion (plif) at l5 to s1, after implanting the t-pal spacer, the t-pal spacer applicator handle would not release the implant. Surgeon had to disassemble the handle with the implant in place in order to force the release of the implant. It is reported the implant remained in its proper position. While attempting to release the implant, the t-pal spacer inner shaft became bent. In the same procedure, after completing final tightening of the s1 right screw, surgeon was unable to obtain the proper torque on the locking cap. It was discovered that the locking cap has stripped. It was removed and replaced with another locking cap. The ratchet was used afterwards and there were no issues. Procedure was delayed approximately ten (10) minutes, but was completed successfully with no further harm to patient. Patient reported to be doing well. This is report 2 of 4 for (B)(4).